Event description:
It was determined that the high impedance that was observed on the patient's device is duplicate information to the events reported in MFR. Report #1644487-2014-02213. All further new relevant information will be submitted under that MFR. Report.

Event description:
A nurse mentioned that a patient's device showed high impedance and had been off for several years. The circumstances of the high impedance were not reported. No additional relevant information has been received to date.